Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly surgeon / patient would like cup and head looked at for wear. Patient complained of pain. Surgeon stated implant looked good on x-ray and appeared well affixed during explantation.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.